Manufacturer narrative:
The manufactuere previously reported: a "ventilator inoperative" alarm occurred when the device was powered on, rendering the unit non-functional. The issue was reported, and it was confirmed that ventilation was not provided due to the device failure. No patient harm was reported. The device was not in use at the time of failure, and no intervention was required from the caregiver apart from reporting the issue. Device logs were reviewed and indicated that error code e155 (evt_mach_flow_drift_high) was recorded. This error is associated with excessive drift in the machine flow sensor, exceeding specification (>0.2 lpm). As a corrective action, the machine flow sensor was replaced. This failure mode is considered reportable per internal criteria. In addition to the sensor replacement, final test procedures were completed, including battery check, valve check, run-in tests, and cleaning. The device passed all final tests and was confirmed to be operating properly. The software version (1.06.10.00) was also verified. This ra was conducted in conjunction with ra320662326 as part of fco service. The evaluation is complete. It was inadvertently stated that the component code is "other". This report is to correct this and change it to c50166.

Event description:
A "ventilator inoperative" alarm occurred when the device was powered on, rendering the unit non-functional. The issue was reported, and it was confirmed that ventilation was not provided due to the device failure. No patient harm was reported. The device was not in use at the time of failure, and no intervention was required from the caregiver apart from reporting the issue. Device logs were reviewed and indicated that error code e155 (evt_mach_flow_drift_high) was recorded. This error is associated with excessive drift in the machine flow sensor, exceeding specification (>0.2 lpm). As a corrective action, the machine flow sensor was replaced. This failure mode is considered reportable per internal criteria. In addition to the sensor replacement, final test procedures were completed, including battery check, valve check, run-in tests, and cleaning. The device passed all final tests and was confirmed to be operating properly. The software version (1.06.10.00) was also verified. This ra was conducted in conjunction with ra320662326 as part of fco service. The evaluation is complete.